Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing distal to the device with no device alarm. The secondary lines of the devices were programmed to deliver lipids in 3ml syringes at rates ranging from 0.1ml/hr to 1.0ml/hr and the deliveries were started. No specific programming parameters were provided. After unspecified lengths of time, the nurses noted "champagne" size air bubbles distal to the cassettes with no device alarms. No air was delivered to the patients. The devices were removed from clinical service. Therapy was resumed using replacement devices. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation.